Event description:
It was reported that the balloon of a large volume infusor burst and solution leaked on the patient. This issue was discovered during patient infusion via a peripherally inserted central catheter (PICC). The set was filled with fluorouracil 4600mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: may 18, 2021 - may 19, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.